Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an occlusion error. Per reporter, the device alarmed with occlusion multiple times with one person. The pump ran at 1 ml/hr, it ran fine for an hour until it alarmed w/ occlusion.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. Event history log reviewed and occlusion alarms were observed. During testing the reported complaint could not be duplicated, no problem was found.